Event description:
It was reported that the customer had a prime rewind on the insulin pump. The customer's blood glucose level was 118 mg/dl. The customer states they unable to exit the preparing to prime loop. The customer states they are stuck in rewind complete/bolus delivery loop. The customer states they received 2nd series of beeps. The customer states that the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised the cause of a33 alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test and was unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, cracked pump belt clip slot. Also, the insulin pump was received without the original pump belt clip.